Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient believes her infusion device is not administering the full bolus that she programs. Her blood glucose level has been elevated to 30 mmol/l (540 mg/dl) to hi. The patient was not confident in accessing the device's history and does not remember the volume of her last bolus to be delivered. The issue first began a couple weeks prior to reporting. The patient has been under additional stress recently. A call has been placed to schedule additional training with the patient. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications.